Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin, and remained static at 120 units. Subsequently, the customer was unaware of the air removal process. During troubleshooting with tandem technical support, the customer loaded a new cartridge and received an accurate fill estimate. Reportedly, the customer's blood glucose level was approximately 300 mg/dl, and was addressed with a correction bolus.